Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and shaft was found broken at 3 and 5 inches distal from the tip. This condition was not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer; therefore, it is likely the damage occurred when the catheter was shipped to the manufacturing site. During the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Therefore per event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complain was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a navistar® rmt thermocool® electrophysiology catheter, high impedance and noise on signal was observed. During procedure, a high impedance of 285 ohms was observed during ablation and generator shut off. In addition, noise on the distal electrogram was observed on carto 3 and recording system during and after ablating. Cable was exchanged with no resolution. When the catheter was replaced, the issues were resolved. The procedure was completed with no patient consequence. This event was originally considered non-reportable, however, bwi became aware of shaft broken at 3 and 5 inches (distal) from the tip while performing a thoroughly inspection on product returned on (B)(6) 2015 and have reassessed the complaint as reportable.